Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.49 mm offset at the tips. A clip can be properly loaded into the clip groove of the grips-tips. However, the clip could not be applied to the in-house test tube due to the misalignment caused by the severely bent grips-tips. The grips were not found to have cracking damage. Additionally, the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip was installed on to the clip applier, upon activating the clip application the clip would not lock/clip to the test tubing. The clip stayed attached to the clip applier and had to be manually removed. The complaint regarding the clips do not come out of the clip applier properly, was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable cause of a failed clip test are attributed to either a damaged grip cable or misaligned grips or bent grip tips.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the clips do not come out of the medium-large clip applier instrument properly. The working part was broken. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.